Manufacturer narrative:
H10: additional information the device was returned for evaluation, all supplied information has been reviewed and we have not been able to confirm the complaint. A visual and functional assessment found no device faults, the device performed within expected parameters. The instruction for use details a full canister alarm is displayed when the canister is full or the filter cover is covered with exudate, in addition if a blockage is present in the system but an air leak occurs between the blockage and the device, the alarm may not assert. A documentation review has been conducted, confirming previous complaints of this nature, corrective action has been previously taken, with a manufacturing specification update. A review of the device history confirmed that no manufacturing problems where observed. Without details of the concomitant canister used, it cannot be confirmed if this canister was produced before or after the implementation date. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. Reassessment of this incident found it not to fulfill reporting criteria. Inappropriate device alarms and alarms that occur in the absence of a pump malfunction will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous supplemental report.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Probable cause includes a leak in the dressing and or user error. Per report, the flow meter was checked and a leak was detected in the foil. The reported alarm was most likely due to this leak. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device displayed a full canister alarm with new canisters, but when the flow-meter was checked a leak was detected in the fail next to the foam. No patient harm reported.